Event description:
International customer reported that a needle broke. No adverse pt consequences were reported. The specific device involved cannot be determined.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.